Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited variable pace impedance measurements that sometimes rose to high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that the vectors were previously changed away from the ring as the patient reported feeling stimulation. The field representative was directed to check impedances measurements while the patient was moving. When the patient was leaning forward, impedance measurements went out-of-range. Thresholds were high, however it was noted that the patient had an irregular heart rate and was in atrial fibrillation (af). The field representative was then directed to changing the vector from tip to right ventricular (rv); thresholds were 0.6v@ 1ms, patient did not feel stimulation, and impedance measurements were consistently in the 500 ohm range. Impedances stayed in range when the patient moved to lean forward. This crt-d and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited variable pace impedance measurements that sometimes rose to high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that the vectors were previously changed away from the ring as the patient reported feeling stimulation. The field representative was directed to check impedances measurements while the patient was moving. When the patient was leaning forward, impedance measurements went out-of-range. Thresholds were high, however it was noted that the patient had an irregular heart rate and was in atrial fibrillation (af). The field representative was then directed to changing the vector from tip to right ventricular (rv); thresholds were 0.6v at 1ms, patient did not feel stimulation, and impedance measurements were consistently in the 500 ohm range. Impedances stayed in range when the patient moved to lean forward. This crt-d and lv lead remain in service. No adverse patient effects were reported.